Manufacturer narrative:
Correction: corrected with correct software version. Other relevant device(s) are: product ID: 9733763, software version #: 2.2.6. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. The site refused further services. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the media import from dvd and usb failed. The software was reloaded. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: software 9733763, version #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the doctor was unable to import media from the dvd and usb. There was no patient present when this issue was identified.